Manufacturer narrative:
One stellaris handpiece, serial number (B)(6) was returned in an opened unknown sterilization pouch. The customer was unable to identify which event (see related reports) this handpiece was used in. Close examination of the returned pouch shows that the pouch and presumably the handpiece have been steam sterilized as the indicators on the bag are brown per the exposure key/instructions. Visual inspection and microscopic examination of the handpiece found no damage. The device history record was reviewed with no anomalies noted. A bacteria testing was performed by the customer after steam sterilization, and it was found that the returned device was tested positive for staph aureus bacteria. An endotoxin test was deemed not necessary since the presence of endotoxins cannot pinpoint when it was introduced into the device. Root cause of endophthalmitis could not be determined due to the condition in which the device was returned. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action is necessary. See related reports:0001920664-2020-00158, 0001920664-2020-00159, and 0001920664-2020-001603.

Manufacturer narrative:
A bacteriological sampling of all of handpieces was carried out after sterilization as soon as these cases were declared. Everything came back negative except one handpiece (staphylococcus non aureus). The handpiece is in quarantine and will not be put back into circulation. The investigation is ongoing.

Manufacturer narrative:
Additional information regarding the event, the device, and the patient has been requested. The investigation is ongoing.

Event description:
The user facility in (B)(6) reports 4 cases of endophthalmitis in a month and a half. The 4 cases used 3 different iol brands, and different viscoelastic substances. Three of the surgeons used the handpiece, and standard custom packs. Additional information regarding the event, and patient impact has been requested.

Manufacturer narrative:
Endophthalmitis appeared 5 days after surgery and was treated with antibiotics via intravitreal route 2 times then by vitrectomy and then with antibiotherapy with: vancomycin, fortum (ceftazidime) via intravitreal route, ciflox (ciprofloxacin) via oral route, imipenem + cilastatin via intravenous route, and tobramycin in eye drops. The patient recovered with bcva at 8/10 with correction. Only one handpiece will be returned; customer is retaining the remaining handpieces. Despite requests for the serial number and which device was used during which procedure no additional information has been provided. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. We are unable to determine the root cause of this event. No further investigation or corrective action is necessary. See related reports:0001920664-2020-00158, 0001920664-2020-00159, and 0001920664-2020-001603.